Event description:
Caller reported a malfunction on the pump, noting that the pump screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a known working power source, which resolved the issue temporarily. However, due to the malfunction reported and the pump being under warranty, technical support sent a replacement pump with updated software and instructed the caller on steps to take upon receiving it, including returning the problematic pump using a pre-paid label. Caller acknowledged and understood all instructions.